Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional follow up has been requested and information has not been made available.

Event description:
The patient's family called to state that the patient expired due to an arrhythmia less than one year after the implant of the device. Follow up has been attempted to find the circumstances surrounding the death and no further information has been made available.